Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the balloon catheter leaked. Balloon was pre-inflated prior to patient contact [user error]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with the distal end of the catheter, wire guide, and balloon cut from the device at 232cm, the cut portion was not included in the return. A break in the outer blue catheter was identified approximately 224.8cm from the distal end of the white strain relief, which is likely the cause of the reported leakage. No kinks were observed in the catheter. Due to the condition of the returned device, portion of the distal end cut and not included in the returned, a full evaluation of the device could not be completed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. In the report it states that the balloon was tested prior to use. The IFU states: "do not pre-inflate the balloon." This is the most likely cause of the report. In the report it states that negative pressure was not applied to the balloon prior to advancement through the endoscope. Negative pressure will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the balloon was tested prior to use and negative pressure was not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.